Event description:
It was reported that the tip of the shears broke off the device on one side. It was unknown if the tip fell into the patient. They used another like device to complete the case with no patient consequence.